Event description:
Information received by medtronic stated that the customer had high blood glucose value due to sensor malfunction, but did not want to test the pump saying it delivers correctly. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage at an unspecified area, sensor connection issues and high blood glucose found on (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test and test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Pump connected with the sensor successfully without any unexpected alarms. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window, cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, end cap address label missing, cracked retainer, and minor scratches on lcd window. In summary customers alleged cosmetic damage was confirmed at various places including the battery tube, keyboard overlay, labels and retainer ring by visual inspection. The pump was able to connect with the sensor successfully. Pump tested ok. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.